Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller was not returned for evaluation. Log file analysis revealed three (3) controller power ups with an associated motor starts event on (B)(6) 2021 at 08:53:41, (B)(6) 2021 at 07:59:04 and (B)(6) 2021 at 14:28:54. The controller was without power for 11 seconds, 37 seconds and 13 seconds, respectively. No anomalies were recorded leading up to the losses of power. Loss of power to the controller will result in an audible alarm. As a result, the reported losses of power events were confirmed; it is likely the loss of power is related to the reported vad stop. A possible root cause of the reported loss of power and vad stop can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for correction. H1. Type of reportable event was changed from malfunction to serious injury. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited unexpected losses of power associated with ventricular assist device (vad) stoppages. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. A supplemental report is being submitted for correction and device evaluation. Correction: b1. Adverse event/product: changed from adverse event to adverse event and product problem b2. Outcome attributed to adverse event: checkbox for "other" was marked b5. Describe event description: event description was updated to include additional pli20 additional products: d1: heartware ventricular assist system - 1103 pump d4: model #: 1103, catalog #: 1103, expiration date: 30-sep-2021, serial #: (B)(6), UDI #: (B)(4). D9: no. H4: mfg date: 27-sep-2019. H5: yes. H6: patient ime code(s): e2320. H6: imf code(s): f23, f12. H6: FDA device code(s): a1412. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d12. Product event summary: the pump and one controller were not returned for evaluation. Log file analysis revealed three (3) controller power ups with an associated motor starts event on 29/sept/2021 at 08:53:41, 06/oct/2021 at 07:59:04 and 09/oct/2021 at 14:28:54. The controller was without power for 11 seconds, 37 seconds and 13 seconds, respectively. No anomalies were recorded leading up to the losses of power. Loss of power to the controller will result in an audible alarm. Additionally, log file analysis revealed five (5) low flow alarms were logged since 17/sep/2021. As a result, the reported low flow and losses of power events were confirmed; it is likely the loss of power is related to the reported vad stop. Information provided by the site indicated that the vad had low flows that were caused by the patient¿s hypertension. The patient has a history of hypertension and is on medication. The patient¿s blood pressure medication was increased. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or an inappropriate pump rotational speed. A possible root cause of the reported losses of power and vad stop can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the vad had low flows that were caused by the patient¿s hypertension. The patient has a history of hypertension and is on medication. The patient¿s blood pressure medication was increased and the vad remains in use.